Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing resulting in inappropriate anti-tachycardia pacing (atp). Rhythmcare discussed reprogramming to lower the rhythmatch threshold to mitigate further oversensing. This ICD remains in service. No adverse patient effects were reported.